Manufacturer narrative:
(B)(4). During a normal patient follow up in (B)(6) 2015, the remaining longevity was at 22%. The patient was seen again in (B)(6) 2016 as the patient heard tones being emitted from the device. Interrogation revealed the device had reached end of life (eol). The patient was hospitalized and the s-ICD was explanted the next day. No additional adverse patient effects were reported. The hospital is aware that this s-ICD was implanted beyond its labeled longevity of 5.1 years. It was questioned if the device battery experienced a more accelerated depletion when it was close to reaching eri/eol. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. External visual inspection identified no anomalies. Interrogation of the device was performed with a programmer and confirmed the fault codes observed in the field.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) went to the hospital after hearing tones being emitted from the device. The patient reported hearing the tones over the past three weeks. This patient had been lost to follow up and has not been seen in the past two years. Interrogation of the device was attempted, but the programmer displayed a message that the device had " incompatible software version 5". The patient was hospitalized for monitoring and until a software upgrade could be performed. Two days later, a field representative was able to update the device's software to smr8. Interrogation of the device showed that a bd error had been triggered which explained the tones. It was also noted that estimated battery longevity was at 30%. A memory download was performed and sent to boston scientific technical services (ts) for review. A ts consultant reviewed the data and discussed that the bd error was unintended and that the device's battery is depleting normally. The device remains implanted and in service. The patient was discharged to home with firm reminders to attend regular follow ups. No adverse patient effects were reported. At a later date, it was reported that the patient was seen and the device memory reviewed on (B)(4) 2015; however, there isn't any record of an interrogation in the device memory. A logfile review was performed by boston scientific technical services (ts) who confirmed that the last recorded interrogation of the device was in (B)(6) 2015. The ts consultant discussed the possible reasons why the june visit may not be found in the device memory. The bd alert was also noted but again confirmed to be unintended. All indications are that the s-ICD is operating normally. It was also confirmed that the device was at eol battery status. Functional shock testing was conducted and it was determined that the device could not deliver a 10 joule shock but was not able to deliver a full energy shock. The device was disassembled and detailed analysis was performed on all three battery cells. One of the battery cells was confirmed to be completely depleted. Engineers determined that this device was demonstrating behavior consistent with a high current condition associated with the cathode and anode coming into contact and causing internal cell depletion. Manufacturing enhancements, designed to mitigate the occurrence of this rapid internal cell depletion, were implemented in 2011. This device was manufactured prior to implementation of the corrective action. There is no indication that this issue was the cause for the previous bd alert as disk analysis at the time determined it was unintended and the battery was depleting normally at that time.